Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No unexpected low battery alarm or off no power anomaly was noted. The insulin pump alarmed low battery at 1.24 volts. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads, minor scratches on the display window and a stained and shifted end cap sticker. (B)(4).

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed off no power without a low battery alert. The blood glucose reading was 180 mg/dl. The parent stated that the battery was not previously used, the insulin pump was not dropped or bumped, there were no unattended alarms, and that the battery cap was not loose, cracked or damaged. The parent reported that it was the second occurrence of the off no power alarm without a low battery alert. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.